Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the 8mm force bipolar instrument experienced a joint coming loose, causing the tip to become stuck and preventing normal opening and removal; the grasper had to be opened using the emergency key to release the "serviette" before the instrument was withdrawn through the port. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.